Event description:
Customer reported that a pt sample containing anti-c did not react with cells 2 and 5. Cells 1 and 11 reacted 1+. Customer sent sample to reference lab and an anti-c was identified. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.